Manufacturer narrative:
Based on the treating physician declaration, there is no permanent damage. This complaint includes anticipated side effects. No malfunction was described no new risk has been recognized.

Event description:
"Tingle in left lower lip" (numbness/tingling), "I don't have my balance back" (imbalance) and "wears a gait belt and a walker to walk" (gait disturbances) after essential tremor treatment.

Manufacturer narrative:
This case is still under investigation.

Event description:
"Tingle in left lower lip" (numbness/tingling), "I don't have my balance back" (imbalance) and "wears a gait belt and a walker to walk" (gait disturbances) after essential tremor treatment.